Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. During the evaluation, foreign material was found on the threads of the device. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that a patient underwent total hip arthroplasty on (B)(6) 2016. During the procedure, the inserter would not unthread from the cup. The cup and inserter were removed, and a second cup and inserter were to complete the procedure. No further information has been reported.